Event description:
August 26, 1997 - 0815 - tonsillectomy performed with device noted. Cautery unit set at 40 coag. Procedure tolerated well, recovery unevenful. When discharging pt, mother noted something white at the right corner of the mouth and right mid-section of tongue. Dr. Examined child, felt child could still go home. Dr. Saw child on his office the morning of 8/27/97 determined that child had sustained serious burns to right oral cavity involving the roof, tongue, cheek, and corner of lips. Child admitted to hosp afternoon of 8/27/97 in dehydration and obvious pain.